Manufacturer narrative:
Device evaluated by MFR: one device was received with its original pouch. The temp tip and the cannula were not returned for analysis. The catheter presents a vertical cut at the distal tip. Moreover the device presents white residue along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined; however, the most probable root cause for the traces of white material is related to design. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a biliary drainage procedure the cannula became stuck in the catheter. The flexima drainage catheter was advanced to the bile duct and it was noted that when the physician attempted to remove the cannula it was stuck in the catheter. The catheter and the cannula were removed together from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported. However, returned product analysis revealed that there was white residue along the shaft of the device.